Event description:
On (B)(6) /2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 pump tubing was experiencing a sudden acceleration issue. This was discovered during use in a case. No patient harm. This issue was outside the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure can be attributed to user error, including improper device settings. The complaint allegation was confirmed based on the customer's attached picture, which displayed the tuning with the neoprene sleeve expanded.